Event description:
It was reported that the instrument came part during reaming. No parts or pieces fell into the (B)(6) male patient wound site, all pieces accounted for. Patient outcome unaffected. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the broken tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone, which led to the disassembly of the spring when attempting to load a drill on the device.